Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant, a lead integrity alert (lia) triggered due to lead noise and oversensing. Troubleshooting steps were taken, but there was no resolution. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.